Manufacturer narrative:
E3- non health care professional; e2- no (noting due to system limitation). The returned device was evaluated and the reported allegation was confirmed. The device evaluation found the video connector was damaged and could not maintain airtightness, leading to the air leakage and water leakage at the video connector. A definitive root cause cannot be identified. Since the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. This issue is addressed in the instructions for use (IFU): the following is described in the precautions section of the instruction manual for safe use handling and general precautions: hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had an air leakage from connector boot. There was no patient involvement.